Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the nurse stated the laboratory samples were hemolyzing and the urine appeared dark red.

Manufacturer narrative:
The cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.